Manufacturer narrative:
Additional information: b5

Event description:
New information states that poor measurements appeared to be r wave intermittently <1.0mv. On reviewing the egms, it would appear these low measurements are actually due to oversensing of noise and not r waves amp variation. Oversensing was causing periods of failure to pace in this pacing dependent patient.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to hospital for unrelated matter. Upon a routine device right ventricular (rv) lead conductor issues; channel noise, some pacing inhibition and poor measurements were noted. The lead was reprogrammed. At lead revision procedure it was opted to cap the lead on (B)(6) 2020 and re-utilize an older rv pacing lead previously abandoned in situ. The patient was stable.